Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited noise and screen blackout. The issue occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields in: b5, d8, h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the failure could not be reproduced and no cause believed to contribute to the occurrence of the event. Olympus will continue to monitor field performance for this device.